Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this the reported device causing damage. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip causing damage appears to be related to procedural conditions (contact during positioning of clip). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed without issue. A second clip was advanced to address a residual jet. During the passage of the second clip into the ventricle, it came into contact with the first clip, causing a slda (single leaflet device attachment) of the first clip. The second clip was successfully positioned laterally to the clip with slda, stabilizing it and preventing possible embolization. The mr remained at grade 4, and the patient was stable.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed without issue. A second clip was advanced to address a residual jet. During the passage of the second clip into the ventricle, it came into contact with the first clip, causing a slda (single leaflet device attachment) of the first clip. The second clip was successfully positioned laterally to the clip with slda, stabilizing it and preventing possible embolization. The mr remained at grade 4, and the patient was stable.